Event description:
Decision made to perclose rt femoral artery. Md following deployment instructions, but upon cutting the suture on the deployment needle, the knot was on top of the skin instead of below. The md pulled the suture and inserted a larger french sheath. An act was performed (169), the sheath was pulled and manual pressure applied to site with chitoseal to puncture site.